Manufacturer narrative:
During the eval of the device at the MFR's service center, the device was intermittently resetting itself. The device's power board and digital board were replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.